Manufacturer narrative:
Update: 10/1/2012- plaintiffs preliminary disclosure form was received, which identified (part/lot) and doi information for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
The patient was revised to address metal lysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected; h9 reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa 00780. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.